Event description:
It was reported that one day post-implant, it was found that both the right ventricular (rv) lead and right atrial (ra) lead had dislodged overnight. The ra lead slack was completely gone when view on x-ray, and the rv lead slack was also decreased. Both the measured p-wave and r-wave amplitudes had decreased, and rv thresholds had increased. The leads were revised and repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.